Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that the one infusion set was leaked at site on (B)(6) 2024 and infusion set is long for 1 day. No further information available.

Manufacturer narrative:
(B)(6).